Manufacturer narrative:
The device and data logs were returned an a thorough investigation was completed. Data logs revealed "pump in ventricle" alarms in the beginning of the case which coincide with the issues positioning the pump initially. A visual inspection of the device was completed and no deformities were found. Hemolysis testing was performed and the pump passed without issue. Evidence suggests the root cause of the reported hemolysis was due to pump being seated intentionally deeper into the patient's ventricle than recommended. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this failure mode or pump lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Manufacturer narrative:
The impella cp optical device was returned and an investigation is underway. Once the evaluation is completed, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white male patient presenting for an aortic valvuloplasty due to critical aortic stenosis. The impella cp optical device was chosen for hemodynamic support. The physician elected to place the impella device deeper into the ventricle, contrary to the impella's instructions for use (IFU). The physician advised that a deeper placement of the device was necessary as the patient's anatomy made for a difficult insertion, and if the device fell out of the ventricle, re-crossing the aortic valve would not be possible. Subsequently, the patient developed hemolysis that was confirmed with plasma-free hemoglobin measurements of 1080 mg/dl and 800 mg/dl, respectively. The device was prematurely removed, as treatment. A second device was not used as the patient's hemodynamic state improved.